Event description:
A (B)(6) female patient contacted zoll customer support to report constant check belt messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, there was a single bent pin in the electrode belt trunk cable connector. The cause of the check belt messages is the bent pin. The root cause of the bent pin cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.